Event description:
It was reported that cadd legacy pump: fails accuracy +10.25% (during testing/no patient injury).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that tamper seal and labels were in tact. During functional testing, the customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingressions on pump by the chassis base of the expulsor, which damaged the expulsor gasket. The root cause of the reported issue was found to be fluid ingression. The expulsor assembly was replaced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that tamper seal and labels were in tact. During functional testing, the customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingressions on pump by the chassis base of the expulsor, which damaged the expulsor gasket. The root cause of the reported issue was found to be fluid ingression. The expulsor assembly was replaced.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). Manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that tamper seal and labels were in tact. During functional testing, the customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingressions on pump by the chassis base of the expulsor, which damaged the expulsor gasket. The root cause of the reported issue was found to be fluid ingression. The expulsor assembly was replaced.